Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was currently hospitalized after being involved in an auto accident. The doctor reported that the customer had a blood glucose level of 23 mg/dl and her blood alcohol content was above the legal limit. Customer's doctor also requested assistance with insulin pump settings. The insulin pump will not be replaced and will not return for analysis.